Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg being superficial. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor buried the ipg deeper in the pocket.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.